Manufacturer narrative:
Patient information was not obtained. Attempts to gain repair information yielded no response from the customer.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation mode. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition, pressure sensors failure occurrence. No patient harm reported.